Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed inaccurate fill estimates intermittently. There was no reported adverse impact to the customer's blood glucose. Although requested, the customer did not want to perform troubleshooting with tandem technical support.